Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed the insertable cardiac monitor (icm) exhibited post-sensed t-wave oversensing which caused an inappropriate atrial fibrillation (af) and tachycardia episodes diagnostics. The patient was brought into the clinic and programming changes were made. The patient was in stable condition.